Event description:
Radiology tech was taking a portable chest x-ray in the ed. Upon making the exposure, the machine emitted an extremely loud bang or pop and became non-functional. There was no injury to the patient or staff, and no excess radiation exposure occurred. Dates of use: (B)(6) 2005 - (B)(6) 2011, 6 years approximately. Diagnosis: chest pain.